Event description:
Dialysis initiated without problems. Three mins into treatment, blood leak detection alarm went off. Obvious signs of blood in dialysate line. Dialysis discontinued - system changed and dialysis restarted without problems.